Manufacturer narrative:
A ge rep evaluated the system and reseated a loose circuit board. System operates as intended. (B) (4).

Event description:
The customer reported the system would not fluoro. No patient injury was reported.